Event description:
The customer reported that the light indicating the equipment is connected to the power supply is not on, but the batteries are charging. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow-up report will be submitted upon completion of the investigation.